Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to instability. Srnjr number: (B)(4). Side: r. Gender: f. Non-revised mpo products related: product ID: kpontp29 product: advance® onlay all-poly lot no.: 1926503 qty.: 1.